Event description:
Reported issue: the doctor failed to fire staple while using it on a patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared typical. The stapler was returned with 22 staples remaining in the cover block indicating at least 13 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. This was repeated two times with the same result. Another attempt was made and the staple didn't form properly. Multiple attempts were made and the next thirteen staples fired properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. 4 staples were all able to engage and close into the skin pad. However, the last staple didn't form properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, the stapler could not consistently fire staples correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the stapler to misfire. A non-conformance was opened by the manufacturing site to address the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73l2100573 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the doctor failed to fire staple while using it on a patient.

Event description:
Reported issue: the doctor failed to fire staple while using it on a patient. Additional information received 09-may-2023 indicates no patient injury.

Manufacturer narrative:
(B)(4). Clinical and health impact codes updated to reflect additional information received.